Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to force sensor.

Event description:
Customer reported via phone call that the insulin pump was alarming while changing reservoir. Customer blood glucose level was 9.8 mmol/l. The device will be returned for analysis.